Event description:
Surgeon was using a disposable hand controlled beamer (argon beam coagulation hand piece) on bleeding tissue before starting the closure. When completed use, surgeon noted the tip was hot, smoking, and plastic tip was melted. The hand piece and wrapper were collected and bagged. No injury to patient.